Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that the insulin pump is not working. Hospital treated with manual injections. The current blood glucose reading is 70 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.